Manufacturer narrative:
Manufacturer¿s analysis was unable to confirm the customer comment. The error log was extracted, a twenty-four point calibration was performed, and the software was reloaded. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer lost calibration. The programmer has been returned for repair. There was no patient involvement.